Manufacturer narrative:
The reported event of lead dislodgement could not be confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found no anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented at the clinic and upon device interrogation, it was found that their right atrial (ra) lead had dislodged. The ra lead was subsequently explanted and successfully replaced. The patient remained stable.